Event description:
The customer reported that the system displayed a communication failure error message which required a reboot to clear. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply was adjusted. The system was then found to be operating as intended.